Event description:
Patient reported that a new cadd legacy cassette she is using started to leak medication from pouch into plastic cassette. Patient noticed when mixing remodulin and there was no injury associated with the incident. No further info available.